Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient was hospitalized for peritonitis. On an unreported date, the patient was treated with antibiotics (type, dose, frequency and route not reported). On an unreported date, the patient experienced an allergic reaction to antibiotics. On an unreported date, the patient suffered a heart attack while under care at the hospital. The patient was discharged from the hospital. The patient was very weak upon discharge and had recovered from the peritonitis. No additional information was available at the time of this report.